Event description:
A customer contacted baxter's technical service center regarding the transfer set falling off on the homechoice (hc) unit. This event occurred during the initial drain. The home patient (hp) states that he put it back together. The technical service representative (tsr) advised the hp to contact the medical doctor (md) or peritoneal dialysis (pd) nurse. The hp will call the hospital for advice. The solution to this issue was provided over the phone. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter spoke to the nurse at the hospital and the nurse mentioned that the patient was admitted to emergency and the nurse stated that the transfer set came apart at the emergency. The nurse also stated that the hp did have a wet contamination as a result. The hp was given safolin antibiotics and is now on with no more patient injury or medical intervention. The hospital also stated that they do not have a lot number tracking of the transfer sets that are put on or taken off. They also do not have the sample. The transfer set would have been replaced at the hospital. The hp was contacted and is doing well.

Manufacturer narrative:
The sample is not available. If it should become available, a follow-up report will be submitted.